Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination confirmed the rupture condition. Baxter conducted a trend review and found that similar reports have been submitted. A (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) on (B)(4) 2011 that the reservoir one (1) ce intermate lv250 device had ruptured during patient use (see medwatch report# 6000001-2011-02667); however two (2) devices were received by baxter with confirmed ruptured reservoirs. The customer only reported one (1) incident. Therefore, this complaint is being opened to capture the investigation of the device which was received for the second rupture. No additional information is available.